Event description:
This rv lead was implanted on (B)(6) 2001 and was capped on (B)(6) 2016 due to noise. The physician was dr. Parin patel at (B)(6) hospital and health in indianapolis, in. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).